Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement which may have been contributed by ablation procedure the day before, and lead was unable to get a decent current of injury. A new lead with same model was implanted. Also, this lead will be returned. No additional adverse patient effects were reported.